Event description:
A customer reported a problem with the lateral key on a footswitch before a procedure. The procedure. The procedure was started and completed with the same equipment.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will b filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).